Event description:
It was reported that the bd precision glide needle only experienced needle clogged. This is 3 of 3 events. The following information was provided by the initial reporter: the doctor tried to inject lidocaine under the conjunctiva to numb the eye for a procedure. When the doctor tied to inject the lidocaine she felt a resistance, the doctor pulled out the needle and realized that the needle was clogged. The patient had a very small puncture under the conjunctiva, not harmful to the patient. Over the course of 3 days we had 7 needles get clogged.

Manufacturer narrative:
H.6 investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055903. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.